Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that therapy was not possible because the therapy cable assembly was not being detected by the device.  Physio then replaced the device's battery pins to resolve the power issue, as well as the therapy cable assembly to resolve the cable detection issue.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when they moved their device, it would power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed battery pins and observed (visually) that they were physically damaged.  Damaged battery pins can cause power loss; therefore, it's reasonable to conclude that the likely cause of the reported loss of power was the damaged battery pins. Physio also further examined the removed therapy cable assembly and observed that it too was physically damaged, resulting in the cable being electrically open.  This prevented the device from detecting that the therapy cable was connected.